Manufacturer narrative:
The system is designed to comply with iec, including the requirements intended to minimize the likelihood of patient warming. A gehc local field team was dispatched to the customer site to obtain scan specific information and investigate the environmental conditions. The investigation focuses on four main areas: environmental: (including cooling equipment, patient air cooling plus the mr scanner error log). Surface coils/accessories: (surface coil/ECG checks). System/image quality: (system level testing to check for system failures). Patient monitoring: (patient alarm & rf safety monitor checks). The test results detected no system issue that caused or contributed to the reported event. The system was determined to be functioning within specifications.

Event description:
A sedated patient was reported to have sustained two blisters on the left nipple area of the chest, each about 0.75 inches in size, and a few long red markings on the abdomen after mr brain, cervical, thoracic and lumbar exams. The following pulse sequences were used: fse, frfse, merge, dwi, flair, propeller, asset. The exams lasted for 2 hours. According to the site, the patient was connected to ECG lead wires. Some 4x4 gauze squares were used as padding to isolate the lead wires from the patient. Site accounted that the burn occurred where the leads were resting against the patient's chest and abdomen. Additional information received from the site radiologist indicated that the event might have been a combination of burn and allergic reaction. The patient was reportedly sensitive to tape; redness was observed around the eyes and where the endotracheal tube had been taped. The patient was treated with 50mg benadryl IV and a topical mix of xylocaine and triple antibiotic ointment. Three hours after the exam, the redness subsided. Two days later, the patient's mother stated that the blisters were almost gone.